Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that alaris pump IV alarmed for "air in line." Rn opened channel to visualize tubing and removed the flexible portion and clamped section from the channel. The medication running was nicardipine. As rn removed the portion from the channel, the flexible portion broke off completely from the IV tubing beneath it (near the clamp). The medication was clamped so no medication entered the patient incorrectly. However the medication from the bag began to spill down. No medication error occurred to the patient. It disconnected between the "pump segment" and the "safety clamp" which was actively clamped.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line and separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25055515 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26may2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.